Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy with lymphadenectomy surgical procedure that error c-34 occurred when firing monopolar energy. The site restarted the erbe and system but the error returned. The intuitive tech support engineer (tse) confirmed the reported error in the system logs. The tse advised that the erbe would not deliver monopolar energy until it was replaced. Bipolar energy was not affected by the fault. The tse asked if the customer had a spare vision side cart (vsc) or a force triad generator available. The customer stated they did not. The customer stated they would try to finish the procedure as is. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not present any faults when initially powered on for the procedure but showed up errors at the end of the last procedure that day.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was returned for failure analysis and the reported failure was confirmed and replicated. During in house testing, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected while powered on.